Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 1/30/2018. Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a smarttouch bidirectional catheter. During the procedure, the radiofrequency cut off due to high temperature correlating with an impedance spike. The ablation was performed in power control mode. The temperature cut off was set at 50 degrees. The power cutoff was not known. The temperature noted was 45 degrees, impedance was around 170 ohms and power was 30 watts. They were using heparinized saline to irrigate the catheter. When the catheter was removed from the heart at the end of the procedure, coagulum was visible on the tip of the catheter. No patient consequences were reported. The physician¿s opinion was that the coagulum seen on the catheter was excessive given that he explained that the catheter seemed to be working properly regarding irrigation. The physician did not feel that the coagulum posed risk to the patient. The returned device was visually inspected and during the first visual inspection it was found coagulum on the catheter tip, however, during the second visual inspection char was confirmed. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then, a cool flow pump test was performed and the catheter passed specifications, the catheter was irrigating correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the char on the tip has been verified. However, the catheter functionality was found within specifications, no issues were observed. Additionally, char is a physical phenomenon of radio frequency. It can be the normal result of the ablation process. (B)(4).

Manufacturer narrative:
Additional information was received on january 02, 2018 confirming that the patient has not exhibited any neurological symptoms since the procedure was completed. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17705744m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smarttouch bidirectional catheter. During the procedure, the radiofrequency cut off due to high temperature correlating with an impedance spike. The ablation was performed in power control mode. The temperature cut off was set at 50 degrees. The power cutoff was not known. The temperature noted was 45 degrees, impedance was around 170 ohms and power was 30 watts. They were using heparinized saline to irrigate the catheter. When the catheter was removed from the heart at the end of the procedure, coagulum was visible on the tip of the catheter. No patient consequences were reported. The physician¿s opinion was that the coagulum seen on the catheter was excessive given that he explained that the catheter seemed to be working properly regarding irrigation. The physician did not feel that the coagulum posed risk to the patient. The temperature and impedance issues were assessed as not reportable. The generator stopped delivering radiofrequency. Therefore, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The issue with the coagulum has been assessed as a reportable malfunction.